Event description:
The date of the event is an estimate. The child reportedly was not responding to sound. A diagnostic test of the implant and troubleshooting of external equipment showed the implant system was in working order. An x-ray reportedly showed migration of the electrode array. The device was explanted and a new device was implanted.